Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The bag to ventilator microswitch was replaced, resolving the reported complaint.

Event description:
The hospital reported that, during a case when flipping the bag to ventilator switch to ventilator mode, mechanical ventilation did not start. The anesthesia machine was reportedly swapped out, and the case was completed with no further reported complaint. There was no reported patient injury.